Manufacturer narrative:
The field service engineer provided the user facility with a quote to perform the necessary reconfiguration of the complaint device. As of the date of the closure of the complaint, the customer has opted not to have the complaint device reconfigured.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that the retrospective data was missing on the complaint device and requested support. It is currently unknown if the complaint device was in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.